Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. During unpacking of a 3.50 x 38mm synergy¿ stent, the physician noticed that the shaft was broken. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 3.50 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kink or damage along the hypotube shaft. A visual and tactile examination of the outer/inner extrusion and mid-shaft section of the device found a mid-shaft break at 1180mm distal from the distal end of the strain relief (just proximal to the wire exchange port). This type of damage is consistent with excessive force that could have been applied on the delivery system. A review of the manufacturing process was carried out as part of the analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. During unpacking of a 3.50 x 38mm synergy stent, the physician noticed that the shaft was broken. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.